Manufacturer narrative:
An event regarding subsidence involving an unknown implant bushing was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to subsidence. The device was not returned, however, images and an x-ray was provided for analysis, it was evident that gmrs implant shows the complete collapse of the taper junction proximally and intact taper junction distally. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 4, a female who had a dfr due to bone sarcoma. The proximal junction subsided post-op. 3 years later, the patient had a revision for rebushing only. At 25-year follow-up, the patient's taper junction had not been revised. Treatment indicated as 'wait and see.'